Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted for abnormal ventricular assist device readings. The patient had low speed operations while connected to the power module, but not while on battery. While connected to the power module for testing, the patient's pump stopped during the night, but there were still no alarms or abnormal readings while connected to the batteries. It appeared to be a grounding issue with the wires in the driveline. The patient was given an ungrounded cable and a power base unit. There is no plan to change the pump out.

Manufacturer narrative:
Please reference MFR # 2916596-2013-01594 for the original event, which was captured for patient (B)(6).

Event description:
Correction: it was initially reported that the patient ID was (B)(6), however, the correct patient ID was updated. Serial number (B)(4) was originally reported, however, the correct serial number is (B)(4).

Manufacturer narrative:
Additional information - corrected information (approximate age of device ¿ 2 years and 2 months.). The report of low speed alarms and pump stoppage events while connected to the power module could not be confirmed at the time of this event as the lvad remained in use while the customer awaited an ungrounded 14 volt power module patient cable (patient cable) due to suspected percutaneous lead (lead) damage. The patient remained ongoing on vad support using the ungrounded patient cable, until the patient underwent a pump exchange on (B)(6) 2014. The pump was returned and evaluated under MFR# 2916596-2013-01594, where multiple conducting wire insulation breakdowns, within the lead, were observed that could have caused the low speed alarms and pump stoppage events while on power module support. Please reference MFR# 2916596-2013-01594 for the investigation results. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.